Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The guide wire is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that two hi-torque versaturn guide wires were advanced, one was advanced in the marginal artery and the other in the circumflex coronary artery. A non-abbott stent was implanted in the marginal artery, however after stent deployment, during removal of the guide wire ((B)(4)) the guide wire was progressively unraveling. The guide wire was trapped against the stent and the guide wire stretched during removal. The guide wire was eventually removed from the anatomy by hand but with difficulty. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported break and the reported stretched coils were able to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal the guide wire was trapped against the implanted stent thus resulting in the reported difficulty to remove. Manipulation to remove the guide wire resulted in the reported tip break/noted core separation, the noted multiple core bends and the reported/noted stretched coils. There is no indication of a product quality issue with respect to manufacture, design or labeling.